Manufacturer narrative:
The reported complaint of "the auto pulse platform (sn (B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message" was confirmed during the functional testing and the archive data review. The root cause for the ua07 error message was due to damaged load cells as a result of wear and tear of the platform. Upon visual inspection, unrelated to the reported complaint, observed damages to the front enclosure, bottom enclosure and battery lock. The physical damage was caused due to normal wear and tear of the platform. The front enclosure, bottom enclosure and battery lock were replaced to remedy the damage. The auto pulse platform is a reusable device and was manufactured in january, 2013 and is 6 years old, passed the expected service life of five years. Therefore, this type of physical damage found during the evaluation is characteristic of normal wear and tear for the life of the device. Also, there were no preventive maintenance performed for this system since the time of its purchase. The auto pulse platform failed initial functional testing due to ua07 (discrepancy between load 1 and load 2 too large) error message. The archive data review showed occurrence of ua07 error message on the reported complaint date. The load cells were replaced to remedy the ua07 error. Further review of the archive data showed occurrence of ua41 (patient temperature sensor failure) error message on the reported complaint date, unrelated to the reported complaint. The temperature sensor was replaced to remedy the ua41 error. The auto pulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Upon customer approval, the auto pulse platform will be further tested to full specification. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for auto pulse platform with sn (B)(4).

Event description:
During patient use, the auto pulse platform (sn (B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message. The platform performed compressions for 10 minutes before displaying the error message. The crew reverted to manual CPR. No known impact or consequence to patient was reported.